Event description:
Customer reported a button error on her insulin pump. The numbers were scrolling when programming a bolus. Customer's blood glucose is 114 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. She also stated accidentally broke her belt clip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch reports 2032227-2014-37682 and 2032227-2014-37578.